Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that following a pph procedure, patient has experienced pain at site ever since procedure was performed. She states she was initially out of work for two months due to the pain and when she did return to work, she was still in pain. Patient also went to a pain clinic. Additionally, patient was prescribed flagyl for infection.